Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2013).

Event description:
It was reported through the litigation process that at some time post filter deployment, it was alleged that the filter tilted, struts perforated the walls of inferior vena cava, vertebrae, and aorta. It was further reported that the removal of the filter was complicated by the extensive fibrous tissue and thrombus around and within the filter. Reportedly, the patient underwent surgery to remove the filter. The current status of the patient is unknown.